Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with an intracranial hemorrhage. Surgical intervention was considered, however, the patient was deemed unsuitable for theatre at the time due to hypertension and an elevated international normalized ratio (inr). The decision was made to stabilize the patient¿s blood pressure and correct the inr prior to any potential intervention. The patient¿s neurological condition deteriorated, and the patient was subsequently declared brain dead. The patient was not considered a candidate for further intervention. The patient thereafter passed away. The device operated as expected, and the event was considered therapy related since the patient was on anticoagulants and blood pressure medication. The cause was identified as arteriovenous malformation which led to the hemorrhage.